Event description:
Customer reported the temperature mixing valve on their water system malfunctioned and allowed hot water to go the system 1000 hemodialysis machine during a treatment. The system 1000 machine elicited a high temperature alarm, at which time the customer suspected hot water may have reached the dialyzer. Visual examination of the dialyzer revealed the blood was foamy in appearance, as if hemolysis had occurred. The pt was subsequently disconnected and there was no pt injury or medical intervention.

Manufacturer narrative:
The baxter system 1000 is designed to alarm and send dialysate to drain via a bypass valve when the dialysate temperature reaches 41 degrees centagrade. This temperature is below the point at which hemolysis occurs. The dialyzer should not be affected by high temperature incoming water. The instrument involved was inspected by a baxter service rep and no problem was found. The simulate the incident, the temperature of the dialysate was made to increase to the alarm point. The alarm occurred as expected with the bypass valve diverting the high temperature dialysate to drain. The operator has acknowledge that the alarm occurred. The operator has also stated it is believed the instrument was in bypass mode. The operator stated there appeared to be hemolysis in the dialyzer from the observation that there was foam in the dialyzer. The dialyzer and bloodlines were discarded after the treatment. A sample cannot be retrieved and tests cannot be done to verify hemolysis. The root cause of the high temperature dialystate is the mixing valve in the incoming water system. However, it cannot be confirmed that the dialysis instrument involved did not contribute to the unexpected appearance of the dialyzer. It also cannot be confirmed that there was hemodialysis in the dialyzer. The customer has stated they do not believe baxter can do more at this time.